Event description:
It was reported to baxter (B)(4) that an infusor lv 1.5 device was found with a leak from the luer connector. Therefore, the sterile fluid pathway was breached. This condition was discovered before use. The device was filled with a 252ml solution of desferrioxamine and water at the time of this event. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This report represents all information known by the reporter at this time.